Event description:
It was reported the 511s was used during a laparoscopic cholestectomy. It was reported the surgeon found the outer gasket had torn. A new 511s was opened to complete the case. There was no consequence to the patient.